Event description:
Customer reported IV set was found leaking at the pumping segment. No pt harm occurred. No medical intervention required.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak at the pumping segment was confirmed. A tear was observed in the silicone tubing at the upper filament and a crush mark was also seen on the upper fitment. The root cause of the tear in the silicone tubing was undetermined. Although lot number unk, the smartsite laser number indicates this set was built between 03/10/2011 and 04/06/2011. The exp date would be either 03/01/2014 or 04/01/2014.